Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had blood at sensor site. Customer also reported that while attempting to place sensor into serter, the needle broke and fell out. Customer's blood glucose was 78 mg/dl. Customer was educated on proper insertion procedure. Sensor would be replaced.